Manufacturer narrative:
Updated initial reporter information.

Manufacturer narrative:
This event will be updated when the investigation is complete.

Event description:
Allegedly, the patient was revised due to dislocation. The doctor pulled the neck, head, sleeve, liner, and 3 screws and cemented in a biomet constrained liner. The patient had a previous revision for mom, incident group (B)(6), a second revision for infection, incident group (B)(6), and a third revision for dislocation, incident group (B)(6). Items not revised: dynasty biofoam shell dsbfgg60 lot 079859623. Profemur plasma z stem pha00270 lot 067445032.